Manufacturer narrative:
The device was in use for treatment. One 14f a biomed introducer sheath was returned from the customer. There were no other accessories. Blood was found on and inside the sheath, and the hemostasis valve was found torn. A review of the device history record for this lot number identified one (1) reject for inner label backwards. A review of complaints for this lot number identified no additional complaints. Upon evaluation of the returned product, no leakage was found when tested with a syringe where the sideport attaches to the hub. This area of the sheath was inspected under a microscope and the adhesive appeared to be thorough and completely intact. The hemostasis valve was torn likely due to off center insertion of the device used in conjunction with the sheath. A leak test is performed on 100% of the introducer sheaths by quality assurance (qa). No manufacturing defects were found. The reason for return cannot be confirmed. The introducer sheath passed all in-process and qa final inspection steps including visual, dimensional and leak testing. The potential effects to the user are bleeding or prolonged intervention. A review of risk for this failure mode identified the risk to be as low as practicable. Based on the investigation, a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. The instructions for use (IFU) provide these precautions: when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation. Infusion through the sideport can be done only after all air is removed from the unit. Indwelling introducer sheaths should be internally supported by a catheter, lead, or dilator. Dilators, catheters, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve membrane resulting in blood flow through the valve. Never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. When injecting or aspirating through the sheath, use the sideport only.

Event description:
This case was a percutaneous coronary intervention, in a patient suffering from cardiogenic shock post-ami. During the procedure, the bleeding was noticed from the sideport. In response to the bleeding, the doctor placed a kelly clamp on the 14f sheath. It was reported that the patient lost 100cc of blood; however, no blood product was administered. The patient was able to recover and was weaned off the impella, which was then explanted.